Manufacturer narrative:
It was reported that there was a cooling fan issue. The customer declined service and repair. No further action provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a cooling fan issue. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).